Manufacturer narrative:
Concomitant medcial products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The consumer via the manufacturer representative reported that there was no pain relief with any of the implanted therapies (see manufacturer's report #: 3004209178-2015-21409). Actions taken and diagnostics/troubleshooting performed were unknown. Explant of the spinal cord stimulation system was planned for (B)(6) 2015. No outcome was reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent. The patient's indications for use included spinal pain.